Event description:
The patient underwent a procedure for a permanent scs system on (B)(6) 2015 and postoperatively the patient experienced weakness in her legs. Additional surgical intervention was undertaken and the patient's scs system was explanted. An MRI was obtained the following day and appeared to indicate a cerebrospinal fluid (csf) leak occurred. Further surgical intervention was undertaken and the patient's physician indicated they believed a csf leak did not occur. The patient was sent to a rehabilitation facility.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient's physician reported the patient had herniations in the thoracic region of her spine and suspects implanting the lead in the same area could have caused some spinal cord compression.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.